Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) is the school teacher and states the end user is on a field trp and the chair has stopped.